Manufacturer narrative:
The associated packaging for the device was returned and evaluated. A visual inspection of the returned packaging could not confirm the stated failure mode. Only the inner tray lids were returned for evaluation. One corner of both lids was bent over. The lids were slightly stuck together. Without the trays, a sterile breach could not be confirmed. The device were manufactured in 2017. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that during surgery the implant was found with the outer sealing lid adhered to the inner sealing lid. No delay nor injury reported. The implant was used with the compromised sterile barrier, no infection has been reported.